Manufacturer narrative:
(B)(4).

Event description:
A catheter revision occurred on (B)(6) 2011. The pump drug dose prior to the revision was 900 mcg/day. After surgery, the pt experienced weakness in the legs. The pump drug dose was reduced to 700 mcg/day. On (B)(6) 2011, the pt experienced rigidity, diaphoresis and diplopia and possible withdrawal. The does was increased to 770 mcg/day. The pt was given periactin and oral baclofen. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.